Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated in duplicate on the same instrument, resulting lower. The sample was then repeated in duplicate on an alternate instrument and resulted lower than the initial result. The repeat results were not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site. After evaluation of the instrument and instrument data, the cse performed preventive maintenance. During the preventive maintenance, the cse replaced the re-suspend and aspirate tubing and the sample diluter lubricating sponges as they were dry. The cse also cleaned the luminometer and replaced valves v67 and v66 due to a drip. The cause of the discordant, falsely elevated troponin result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.